Event description:
An ophthalmic tech reported that the occlusion bell went off excessively and they could not draw vacuum during two cataract procedures. After troubleshooting, it was determined that changing the tubing resolved the issue in both cases. There was no harm to the patients. Additional info has been requested.

Manufacturer narrative:
A sample has been received, but has not yet been evaluated. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).